Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the instrument top plug riser pin was pushed into the back end and the chassis feature which retains the pins was broken. Engineering also observed the distal end of the main tube had sections with material removed. This damage appears to be consistent with the use of a potentially defective cannula accessory. No other damage found. The site has returned defective cannula accessories. Additional medwatch reports will be submitted for the defective cannula accessories.

Event description:
It was reported that after sterilization, it was noticed that one of the prongs of the cord of the fenestrated bipolar forceps instrument was pushed all the way down inside of the instrument. No additional information was provided. No patient harm, adverse outcome or injury was reported.